Event description:
During the implant procedure, while using the inspire tunneler, a vein was nicked and the patient experienced bleeding. Pressure was applied but unable to control the bleeding. Physician then made a third incision, located the bleed, and used cautery to stop the bleeding. This resolved the issue.